Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient had a evaluation with urology. The patient experienced retention prior to the device. The retention has not worsened since implant. It was unknown if catheterization was a standard of care for the patient prior to the device. Patient is scheduled for removal/revision of ins on (B)(6) 2025. The issue was not yet resolved. The patient turned the ins off to reduce shocking.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient had been experiencing "zapping" sensation 5 times an hour since a fall they had on (B)(6) 2024 where they landed on the ins. Caller stated patient had been having lower abdominal pressure and had only been able to urinate every 3 hours. Caller was a triage nurse who was concerned the patient was experiencing urinary retention. Caller stated patient reported calling [manufacturer] and was told to reach out to urology. Agent suggested patient try turning therapy off to see if zapping sensation stopped, but that they also seek medical attention for device interrogation. Agent provided caller with nas phone number and patient services phone number in case patient needed assistance with turning therapy off. They called back to indicate patient showed up to the ER asking if the manufacturer representative (rep) has arrived. Caller stated patient (pt) was asking for a foley to drain bladder. Technical services reviewed to see if patient brought their handset and communicator. Technical services redirected caller to nas to have rep paged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.